Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects. Preliminary analysis determined that the device did not meet longevity expectations.